Event description:
It was reported when the patient got up from sitting they experienced a severe sharp pain in their right side which traveled to the location of the implantable neurostimulator (ins) in their back. It was noted that since the pain occurred the patient had been getting shocked. It was stated there was a shocking or jolting sensation. It was stated the patient had taken the batteries out of the patient programmer but that did not stop the shocking. It was noted the patient turned the stimulation off and the shocking stopped. It was noted the patient had been doing a lot of walking.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).